Manufacturer narrative:
A1: patient identifier: (B)(6). Patient identifier was updated from (B)(6).

Event description:
It was reported that restenosis occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilation followed by placement of a 6 mm x 100 mm study stent. Following post dilation, the residual stenosis was 0%. The subject was treated as an outpatient. On (B)(6) 2020, the subject was noted with stenosis in right proximal sfa. The subject was referred for intervention and further management. An angioplasty was performed to treat right proximal sfa stenosis. On (B)(6) 2020, the event outcome was considered to be recovered/resolved. It was further reported that, on (B)(6) 2020, the 80% stenosis in right ostial sfa which was 20 mm long with a reference vessel diameter of 6 mm was treated with percutaneous transluminal angioplasty, resulting in 0% final stenosis. On (B)(6) 2020, the event was considered resolved. It was further reported that, on (B)(6) 2020, the subject was noted with stenosis in right proximal sfa. Angiography of right extremity revealed mild mid and distal sfa stenosis, severe proximal sfa in-stent stenosis and moderate mid sfa stenosis. On (B)(6) 2020, the 80% stenosis in right ostial sfa which was 20 mm long with a reference vessel diameter of 6 mm was initially treated with 2000 iu heparin ia followed by intervention with percutaneous transluminal angioplasty using 5 mm balloon, resulting in 0% final stenosis. Post procedure no complications were noted.

Event description:
It was reported that restenosis occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilation followed by placement of a 6 mm x 100 mm study stent. Following post dilation, the residual stenosis was 0%. The subject was treated as an outpatient. On (B)(6) 2020, the subject was noted with stenosis in right proximal sfa. The subject was referred for intervention and further management. An angioplasty was performed to treat right proximal sfa stenosis. On (B)(6) 2020, the event outcome was considered to be recovered/resolved. It was further reported that, on (B)(6) 2020, the 80% stenosis in right ostial sfa which was 20 mm long with a reference vessel diameter of 6 mm was treated with percutaneous transluminal angioplasty, resulting in 0% final stenosis. On (B)(6) 2020, the event was considered resolved.

Manufacturer narrative:
A1: patient identifier: (B)(6). Patient identifier was corrected from (B)(6) to (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilation followed by placement of a 6 mm x 100 mm study stent. Following post dilation, the residual stenosis was 0%. The subject was treated as an outpatient. On (B)(6) 2020, the subject was noted with stenosis in right proximal sfa. The subject was referred for intervention and further management. An angioplasty was performed to treat right proximal sfa stenosis. On (B)(6) 2020, the event outcome was considered to be recovered/resolved.